Event description:
It was reported that the power entry module's (B) (4) bottom screw was broken which allowed the power entry modules to move over and touch the medical filter (B) (4), causing the power cord to burn and melt. No injury reported.